Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for spinal pain reported their device had reached end of service (eos). The consumer stated the battery didn't last that long since they just had it implanted in 2012. No patient symptoms were reported. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.